Event description:
Customer reported complaint for item 8645 ((B)(6)) and item 8399 (lot 4100t145). Customer reports that the headstart belt, which had been in use as a single patient use device for a patient on their inpatient rehab unit failed to alert when patient opened the belt and the patient fell. Patient had been using the belt for around a week, and this event occurred just a few minutes before patient was to be discharged home. Patient was determined to have risen from the chair and fell backwards landing on their hip and elbow. No serious injuries were incurred, but patients did have some immediate bruising on their elbow. Leadership on the floor, after attending to the patient, states that they did try to recreate the issue. In several attempts, they did have one instance where the belt did not alarm when they released the white velcro connection.

Manufacturer narrative:
Visual findings did not observe any damage to product, the sensor belt is in like new condition. Evaluation of the returned product found the sensor belt to be functioning according to manufacturing specifications and passed all functional testing. Testing was performed with the fall monitor (manufacturer file (B)(4)) that was received with the sensor belt and both were found to function as intended. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).